Event description:
It was reported that the patient presented due to the presence of pocket stimulation. Reprogramming was attempted but the patient's implantable pulse generator (ipg) did not have a setting that could be enabled to prevent the re-occurrence of pocket stimulation. Evaluation of the patient's right ventricular (rv) lead determined the pacing threshold was high and the impedance was low. The rv lead was capped and replaced about ten days later and the ipg remains in use. During the procedure fluoroscopy provided evidence of clavicle crush of the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.